Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified high reading on the sensor and experienced a loss of consciousness due to hypoglycemia and was unable to self-treat. Customer additionally reported receiving a 250 mg/dl on the sensor scan compared to reading of 130 mg/dl on the built-in meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. No treatment was reported. There was no report of death or permanent impairment associated with this event.